Event description:
Report rec'd from the USA stating that a piece was loose inside the device. It is known that the device was used in surgery and that there was no injury or medical intervention. There was no delay in the procedure. No add'l info was provided.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).